Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a catheter break occurred. A 135/20 renegade¿ hi-flo¿ kit was selected for use. During preparation, the catheter was noted to be broken outside the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status stable.

Manufacturer narrative:
Device evaluated by MFR: the device was received for analysis. A microscopic inspection of the hub, shaft and tip were performed and note that the device was broken or damaged from 1.5cm from the strain relief to approximately 10.5cm distal. The shaft was not completely separated the inner liner was still connected. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that a catheter break occurred. A 135/20 renegade¿ hi-flo¿ kit was selected for use. During preparation, the catheter was noted to be broken outside the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status stable.